Event description:
It was reported that during a da vinci-assisted procedure, the cadiere forceps instrument break inside the patient. The fragment was retrieved and a backup instrument was used to complete the procedure. There was no patient harm. Isi followed up with the robotics coordinator to confirm that the instrument was inspected prior to use. The surgeon only used the instrument on grabbing soft tissue. There were no collisions. No video recording is available. All fragment was retrieved. The instrument broke at the tip. There was no harm to the patient's tissue or the patient. The fragment issue was only with the cadiere forceps. There was no other issue with any other instrument. No patient demographic information was available such as age, gender, weight, ethnicity, or patient history.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported issue. Instrument was found to have a broken grip at the base. A piece approximately 0.21" x 0.66" was found to be broken off at the yaw pulley. The broken piece was returned. No material appears to be missing when the broken piece and the rest of the instrument were lined up together. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws.